Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
While implanting cup in patient, hit black handle instrument with mallet and back rotating piece cracked and broke off.

Manufacturer narrative:
Examination of the returned instrument confirms the complaint; the metal distal end portion of the handle has broken off. In addition, the threads on the tip are nicked and damaged. The item has been heavily impacted on all sides. The root cause is attributed to misuse. It should be noted, eco416321 was implemented (B)(4) 2013 to change the overall length of the handle and a flared feature was added for the over molded handle, the end scallop features have been replaced with a diamond knurl. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary